Manufacturer narrative:
A review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was not returned to manufacturer (remains in patient). Therefore, a direct product analysis was not possible. Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
The report is to inform you that additional devices implanted and involved in the event (tge312610- lot# 11823832, tge373715- lot# 12662245).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aneurysm with a conformable gore® tag® thoracic endoprosthesis. Following the procedure that same day, the patient was diagnosed with a stroke. The patient was admitted to the hospital and reported to be recovering. The patient was discharged about a week post-op left forearm/hand motor/sensory deficit but was back on his feet and mobilising well. He was managed with anti-platelets on the stroke unit post-recovery. No update on his condition since discharge. The patient is at home and will be seen in clinic.